Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was implanted at the time of a surgical revision. This ra lead was implanted to replace a lead that dislodged twice due to the anatomy and weight of the patient. As part of the implant follow up, a chest x-ray was performed and the implanted right ventricular (rv) lead was found to have lost all slack due to the migration of the pacemaker. To prevent the dislodgement of both leads, a surgical revision was performed and the leads were re-sutured firmly to the patient tissue. The ra lead remains in service. No additional adverse patient effects were reported.